Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system recorded high out of range pacing impedance measurements on this left ventricular (lv) lead. Subsequently, this lv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported outside the revision procedure.